Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, an attempt to interrogate the ICD involved in this MDR report was performed in (B)(6) 2012 after arrhythmia treated by a shock. However, it was impossible for the physicians to interrogate properly the implant: although device was visible under the skin, many telemetry errors occurred; this was tested with 3 different programmers in 2 different places (no known emi). Battery of the ICD was considered as depleted but the device has not reached the elective replacement indicator. The device was explanted and returned for analysis.